Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. Troubleshooting was not completed for the insulin pump or the customer's blood glucose. The insulin pump will not be returned for analysis.